Event description:
It was reported that during deployment of the embolization coil, the coil prematurely detached. A portion of the coil was in the aneurysm and the microcatheter. The coil was retrieved using a snare. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the implant is returned detached from the pusher. The attachment tether that holds the implant intact with the pusher is visible at the proximal end of the implant. The tether end has evidence of being detached by detachment controller as it is melted. The implant is slightly stretched. The pusher was not available for analysis. Root cause analysis: no defects were identified. It appears that the user detached the device with the detachment controller.